Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient, 5 years post implant, was revised due to a mid-shaft broken stem.

Manufacturer narrative:
An event regarding a crack/fracture involving an exeter stem was reported. The event was confirmed. Device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 30-oct-2017. The mar noted. "The returned device and parts were examined with the aid of a stereo microscope at magnifications up to 50x. The anterior and posterior surfaces of the stem show damage consistent with explantation and cement-mantle breakdown." The report concluded: "the stem fractured in fatigue. Post fracture damages were observed on the stem. Eds showed the stem was consistent with astm f1586 alloy. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant concluded: procedure-related factors: stem varus malposition retained from previous surgery. Cementation defects in femoral cement mantle retained from previous surgery. Use of different stem design while using cement-in-cement revision technique. Patient-related factors none, only mild overweight condition. Device-related factors: none as also supported by mar findings. Diagnosis: use of a different stem design while using the cement-in-cement revision technique retained the malposition and cementation defects of the previous stem creating a further increase in overload condition with loss of bone support around the proximal medial stem section resulting in a fatigue fracture exactly at the level of peak overload. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that a patient, 5 years post implant, was revised due to a mid-shaft broken stem.